Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The device was found to be operating as designed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that error 46440 occurred and the device did not infuse. The event occurred during testing.